Event description:
The consumer reported on behalf of his wife on putting the reagent in the eyes with binaxnow covid-19 ag self-test on (B)(6) 2023. Per consumer, his wife used the extraction reagent from the binaxnow antigen self-test as eyes drops. The sds sheet was sent to the consumer. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use.

Manufacturer narrative:
Technical service provided the safety data sheet to the customer and no further action is required. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card based on the above summary, the investigation is deemed complete. Abbott diagnostics scarborough will continue to monitor and trend for this reported issue as part of our ongoing post market surveillance. H3 other text : device discarded, single use.

Event description:
The consumer reported on behalf of his wife on putting the reagent in the eyes with binaxnow covid-19 ag self-test on (B)(6) 2023. Per consumer, his wife used the extraction reagent from the binaxnow antigen self-test as eyes drops. The sds sheet was sent to the consumer. No additional patient information, including treatment and outcome, was provided.